Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the touchscreen became cracked. Reportedly, the customer may have sat on the pump. The customer's blood glucose (bg) level was 283 mg/dl. A correction bolus was delivered to address the elevated bg. The customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
Customer reported that elevated blood glucose (283 mg/dl) was due to customer not correctly calculating the amount of carbs consumed; therefore, not bolusing enough insulin.